Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted during testing. No cosmetic damage noted during testing.(B)(4)

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the no delivery alarm persisted after troubleshoot. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.